Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion of the inferior vena cava (ivc) filter and resulting inability to remove the ivc filter. Per the implant records, the patient had a history of bilateral pulmonary emboli and gastrointestinal (gi) bleeding. Using a right common vein approach, the patient had an inferior venacavagram and a successful fluoroscopically guided placement of a cordis trapease inferior vena cava filter. The ivc filter was deployed below the level of the renal veins and above the ivc bifurcation. The patient tolerated the procedure well without apparent complication.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapeease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion of the inferior vena cava (ivc) filter, resulting in inability to remove the ivc filter. Per the implant records, the patient had a history of bilateral pulmonary emboli and gastrointestinal (gi) bleeding. Using a right common vein approach, the patient had an inferior venacavagram and a successful fluoroscopically guided placement of a cordis trapease inferior vena cava filter. The ivc filter was deployed below the level of the renal veins and above the ivc bifurcation. The patient tolerated the procedure well without apparent complication. According to the information received in the patient profile form, the patient became aware of the reported events approximately ten years post implant. The patient reports that the filter is embedded in the wall of the ivc, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately ten years after the filter was implanted. The patient further experienced anxiety, stress, mental anguish and sleepless nights worrying the struts of the filter could fracture. The patient was also told that the filter cannot be removed because it is embedded in the vena cava. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion of the filter was reported, however with the limited information provided the event could not be further clarified. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. With the limited information provided it is not possible to draw a conclusion between the events and the device. The trapease ivc filter is intended for permanent placement. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion of the inferior vena cava (ivc) filter, resulting in inability to remove the ivc filter. Per the implant records, the patient had a history of bilateral pulmonary emboli and gastrointestinal (gi) bleeding. Using a right common vein approach, the patient had an inferior venacavagram and a successful fluoroscopically guided placement of a cordis trapease inferior vena cava filter. The ivc filter was deployed below the level of the renal veins and above the ivc bifurcation. The patient tolerated the procedure well without apparent complication. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years post implantation. The patient reports that the filter is embedded in the wall of the ivc, blood clots, clotting and or occlusion of the ivc, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately ten years after the filter was implanted. The patient further experienced anxiety, stress, mental anguish and sleepless nights worrying the struts of the filter could fracture. The patient was also told that the filter cannot be removed because it is embedded in the vena cava.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion of the inferior vena cava (ivc) filter, resulting inability to remove the ivc filter. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion of the filter was reported, however with the limited information provided the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. With the limited information provided it is not possible to draw a conclusion between the events and the device. The trapease ivc filter is intended for permanent placement. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: occlusion of the ivc filter and resulting inability to remove the ivc filter.